Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03-feb-2026, arthrex was notified via email of a case study published in 2024 by the journal of surgical oncology titled ¿prospective randomized pilot study: one-year outcomes of ligament reconstruction tendon interposition versus suture tape suspensionplasty for thumb carpometacarpal joint arthritis¿. The study reviewed thirty-one (31) patients who thumb cmc oa: lrti vs. Sts using arthrex suturetape to address soft tissue approximation and/or ligation. During the twelve (12) month follow-up period, one (1) patient experienced severe complications (osteolysis due to infection requiring irrigation and debridement and removal of implants). Ref: graesser, e. A. Et al. A. Prospective randomized pilot study: one-year outcomes of ligament reconstruction tendon interposition versus suture tape suspensionplasty for thumb carpometacarpal joint arthritis. The journal of hand surgery 49, 955-965, doi: https://doi.org/10.1016/j.jhsa.2024.04.012 (2024).